Event description:
It was reported that the analyzer cable was returned to service as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the socket of the analyzer cable was disturbed. If information is provided in the future, a supplemental report will be issued.